Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for post dilation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a bend in the strain relief, and from the strain relief, at 39cm, there was a bend in the hypotube. There was a kink in the hypotube 42cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. There was blood and contrast present in the loosely folded balloon. The device also had tip damage. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were 2 pinholes located side by side, circumferentially, 19mm from the tip of the device. The device failed to inflate to rated burst pressure. Product analysis confirmed the reported event, as during functional testing the device was found to have pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 3.50mm x 20mm nc emerge balloon catheter was advanced for post dilation. However, during the third inflation at 18 atmospheres for 20 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.